Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va074jr, implanted: (B)(6) 2013, product type: lead.

Event description:
A manufacturer representative (rep) reported high impedances seen during an adjustment to programming at a normal follow up visit with the patient on date notified. The patient's active parameters are c+ 9- 10-, and an impedance check showed high impedances >2000 unipolar, >4000 bipolar on contact 11. Specifically, c/11 = 11225 ohms, 13 = 13 164, 9/11 = 11775, 10/11 = 10368. The out of range electrode is not being used in programming or causing therapy issues. There were no historical impedance values with it noted that the patient has been getting good therapy. The impedance issue will continue to be monitored. No further complications are anticipated. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.